Manufacturer narrative:
After further review MFR#2916837-2020-00228 is no longer reportable. This device is for research use only and is not being used for diagnostic testing or patient treatment and is therefore not subject to MDR reporting.

Event description:
It was reported that while using bd lsrfortessa¿ there was a bio-hazard leakage that occurred outside of instrument. There was no patient impact. The following information was provided by the initial reporter: waste level sense issue 1. Was the leak liquid or air? Liquid 2. Was the leak contained within the instrument? Not contained 3. Was there spray of fluid under pressure? No 4. What was the fluid that leaked? Biohazard 5. Did biohazard leak before or after waste line? After waste line 6. Was the waste mixed with decontaminate/bleach? Yes is instrument assurity linc enabled? N customer problem: waste level does not sense properly steps taken with customer/troubleshooting: hts upgrade just happened about 6 weeks ago. Next steps (if necessary): replacing waste sensor p/n 640628 are you using this product for clinical diagnostic test? N were erroneous results reported and used to treat a patient? N was there any injury or potential injury? N leak (if yes explain)? Y resolution achieved (y/n)? N follow up required (y/n)? Y list of parts shipped (include foc): n/a RMA required (y/n)? N/a

Manufacturer narrative:
Medical device expiration date: na. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that while using bd lsrfortessa¿ there was a bio-hazard leakage that occurred outside of instrument. There was no patient impact. The following information was provided by the initial reporter: waste level sense issue was the leak liquid or air? Liquid. Was the leak contained within the instrument? Not contained. Was there spray of fluid under pressure? No. What was the fluid that leaked? Biohazard. Did biohazard leak before or after waste line? After waste line. Was the waste mixed with decontaminate/bleach? Yes. Is instrument assurity line enabled? No. Customer problem: waste level does not sense properly. Steps taken with customer/troubleshooting: hts upgrade just happened about 6 weeks ago. Next steps (if necessary): replacing waste sensor p/n 640628. Are you using this product for clinical diagnostic test? No. Were erroneous results reported and used to treat a patient? No. Was there any injury or potential injury? No. Leak (if yes explain)? Yes. Resolution achieved (y/n)? No. Follow up required (y/n)? Yes. List of parts shipped (include foc): n/a. RMA required (y/n)? N/a.